Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed a gas gain alarm . The ICU rn, called for assistance, he reported that the day shift rn told him the alarm had been going off roughly every 30 minutes all day and has continued into his shift. It was recommended switching out the console which he did successfully. He was advise to reach out if he had continued problems with the alarm and was given the teleflex clinical line information should he have any catheter related questions. There was no patient injury or harm reported.

Manufacturer narrative:
Additional poc: (B)(6), biomed. A getinge field service engineer (fse) received call from customer that the day shift rn the alarm had been going off roughly every 30 minutes all day and has continued into shift. Fse recommended switching out the console which customer did successfully. Fse encouraged him to reach out if he had continued problems with the alarm. The device not repaired. As of now the investigation is closed, if any new information received in future related to part replacement will reopen the complaint and update it. Device not returned for service.